Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a communication error alarm and alarm was also in insulin pump history. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No spi to motor pic communication error alarm noted during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.